Event description:
The doctor claims that the graft was implanted for a femoral-popliteal procedure and after the graft was anastomosed and the clamps released, leakage occurred from its walls. The clamps were reclosed for a period of time to allow the graft to become blood-tight. Two units of blood were given during the procedure. The exact amount of blood lost through the graft is unknown and unattainable. The graft was left in. The patient was monitored afterwards. The patient's condition is okay.